Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. Further a complete insertion was not achieved at implantation surgery with five channels extra-cochlear. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
The user's hearing performance is affected.

Event description:
Per audiologist, user's hearing loss started after she was bitten by a spider, got sepsis, and was placed on medications that caused her hearing loss along with cochlear ossification. At least electrodes 7-12 have been extracochlear, possibly from when the user was first implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.